Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, missing serial number label, cracked keypad overlay at select button and minor scratched lcd window. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers father reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was 312 mg/dl. Customer father stated this is the second time calling about the pump receiving power error alarms after trouble shooting, this time the alarm happens every 2 hours. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.